Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-90726.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was over 700 mg/dl. Customer stated that her infusion set cannula was kinked twice. She also stated that she had vomit, nausea prior to hospitalization. Nothing further was reported.